Event description:
It was reported that the patient sent a remote transmission after hearing an alert. The right ventricular (rv) had high impedance, oversensing with short non-physiologic episodes and short v-v intervals due to a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was also reported that the left ventricular lead was cut during the right ventricular lead revision. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implant date: (B)(6) 2009. A 694958 lead, implant date: (B)(6) 2006. (B)(4).